Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Subsequently, a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Reportedly, the customer successfully completed the load sequence and insulin delivery was resumed. The customer's blood glucose level was 300-400 mg/dl.